Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 2.5 device for mechanical circulatory support. While on support, during the procedure the pigtail got snagged on the mitral valve leaflet. The impella was removed and reinserted. The correct position was obtained and the patient remained on support.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.